Manufacturer narrative:
Patient information cannot be provided due to the restriction by the (B)(6) privacy regulation. Initial reporter information cannot be provided due to the restriction by the (B)(6) privacy regulation. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. There was a contact from the medtronic sales representative that the ventilator was decided to be discarded by the customer and will be returned to the customer without repair. The cause of the observed condition could not be determined. The event is included in trending and monitoring plan. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 740 ventilator entered a safety valve open condition and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator without harm.